Manufacturer narrative:
Once the brakes are applied they will release if the wheelchair is suddenly shaken. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Once the brakes are applied they will release if the wheelchair is suddenly shaken. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).